Event description:
It was reported a patient experienced carcinomatous peritonitis coincident with peritoneal dialysis (pd) therapy. Approximately two weeks prior to receipt of this report, the patient received oral celltop 50 mg daily for twenty days as treatment for stage iiic peritoneal carcinoma. Two weeks later, the patient again received oral celltop 25 mg daily for twelve days. The patient's amount of ascites increased and treatment with celltop was discontinued as symptoms of ileus were worsening.the cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. Approximately two months after treatment with celltop was discontinued, the patient died. The cause of death was carcinomatous peritonitis. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). This patient was not on peritoneal dialysis at the time of this report. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The date of the onset of peritonitis was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.